Event description:
Report received of a tubing separation. Prior to connecting the set to the pt, the clinican noted that the tubing was separated from the distal y-site. Though requested, no additional info was provided.